Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. H6: appropriate term / code not available (e2402) utilized to capture mesh detachment. Additional information: a2, b7. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia and mesh detachment following surgery.

Manufacturer narrative:
Date sent to the FDA: 2/2/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient experienced severe pain, inflammation, mesh detachment, adhesions, scarring, recurrence and abdominal wall reconstruction. The patient had a previous mesh implanted on (B)(6) 2007 and (B)(6) 2008 which are captured in separate files. No additional information is provided.